Event description:
A hemodialysis facility has reported that during treatment of a blood leak occurred. The leak was noted to be an internal dialyzer leak. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 250cc's. Treatment was not completed due to the patient "complained of nausea, appeared to be confused and glassy eyed". The patient's blood pressure was reported to be very low at the clinic prior to transportation. Patient was given 4 milligrams of zofran at dialysis facility for nausea. The patient was transported to the hospital via ambulance. Sample has not been returned to manufacturer. Per follow up with clinic manager (cm), the patient had an egd done at the hospital which showed bleeding polyps. Cm stated that the patient's low blood pressure was not related to the dialyzer leak but due to the bleeding polyps. Additional request for medical records have been made with no additional information provided.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.